Event description:
The user had fallen 5 months ago (may 2022) and an edema was present. The family visited the doctor recently due to eye twitches. Re-insertion is considered if a migration will be noted on imaging.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had fallen 5 months ago ((B)(6), 2022) and an edema was present. The family visited the doctor recently due to eye twitching. The user will remain under observation.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced non-auditory sensations with the use of the audio processor. Reportedly, the symptoms started one month following a traumatic event at the implant site, leading to an edema. Radiological imaging confirmed the electrode to be in place. In situ measurements showed increased impedance values, which are likely caused by physiological reasons. A device failure or damage does not seem likely. Latest information states, that the recipient is doing fine after re-fitting, i.e. 4 channels have been disabled. The device remains implanted and in use.